Event description:
The user received erroneous results for an unk number of pt samples. Of the data provided, one alkaline phosphotase result was found to be discrepant. The initial result was less than 0 u per l and was repeated due to a data flag. The repeat result was also less than 0 u per l. The sample was sent to a secondary lab and a result of 62 u per l was received. It is unk how many of the erroneous results were reported, but no pts were adversely affected. The user indicated the wash station had not been properly reinstalled after cleaning and the pipettes were hitting the wash station causing the erroneous results. The user readjusted the wash station and then ran calibration and qc, which were acceptable. The field service rep confirmed the wash station was not installed correctly after maintenance and that the user had reinstalled it correctly prior to his arrival onsite.